Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# j0546349v, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: j0546349v, ubd: 03-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The rep reported that the patient had their lead removed today, but the lead fractured, and they left the partial lead abandoned. The patient still needs an MRI. Technical services reviewed that MRI is not recommended for abandoned components.